Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent a second revision surgery on (B)(6) 2022 due to electrode migration as 2 channels were extra-cochlear. The first revision surgery was on (B)(6) 2020 due to 4 channels being extra-cochlear. Each time speech understanding with the device decreased.

Event description:
The user underwent a second revision surgery on (B)(6) 2022 due to electrode migration as 2 channels were extra-cochlear. The first revision surgery was on (B)(6)2020 due to 4 channels being extra-cochlear. Each time speech understanding with the device decreased.

Manufacturer narrative:
Additional information: based on the available information the hearing performance with the device was affected twice due to a post-operative migration of the active electrode out of the cochlear. A full insertion was achieved at implantation and at the previous revision surgery. A second revision surgery to reinsert the electrode was successfully performed. The concerned device remains implanted and in use.